Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was unknown. It was reported that the caller stated they were a manager and got an email from a patient stating their pump stopped working after they had an MRI. The caller had no further history. The caller stated they couldn't find the email now but was asked to contact the manufacturer regarding MRI labeling. The manufacturer's technical services specialist (tss) discussed manufacturer MRI labeling for infusion pumps.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.